Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was recommended for replacement.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during preuse checkout. There was no report of patient involvement.